Manufacturer narrative:
The device was received not deployed. The download data shows that a drive stall occurred during second prime preventing the firing flat of the ratchet gear from lining up with the release bar at the end of second prime. This drive stall resulted in the needle mechanism not deploying. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The rerun test did not reproduce any timeouts or drive stalls. Inspection of the drive mechanism found no issues that would result in a drive stall. The exact cause of the drive stall could not be determined. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad welds were observed to be incorrectly installed. This had no effect on insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.